Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that four days following an intraocular lens (iol) implant procedure, the patient developed anterior inflammation and experienced blurry vision. Medication was prescribed. Two weeks later, the symptoms were resolved. Additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided, indicating that cell and flare were found around the iol and that the patient complained of pain. The symptoms resolved after antibiotic treatment. There were no cultures taken.